Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, it was noticed that there was a crack in the peripheral of the lens. It was reported that the "lens malfunctioned coming out and being injected into the eye." The iol was removed and replaced with a back-up lens (same model, same diopter) in the same procedure. There was no medical or surgical intervention and no patient injury. The iol was discarded. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.